Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress was applied to the light guide (lg)-lens glue, which resulted in humidity to go inside the lg-lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. Liquid leak was due to perforation of connecting tube. There were few additional findings. Insulation resistance was out of standards due to perforation of connecting tube. Angulation in the up direction is out of standards due to worn of angle-wire. The color of lg lens was changed. The adhesive part of bending section cover was broken. Switch cover and switch was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the insertion tube of the videoscope exhibited leakage during post-procedure reprocessing. The device was returned and an evaluation revealed, the inside of the light guide (lg) lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.